Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(4).

Event description:
During a device interrogation prior to MRI, significantly increased lv threshold was observed. It appears the lv lead is dislodged. Diagnostics show impedance changes began (B)(6) 2017. The lead remains implanted.